Manufacturer narrative:
There was no problem with the device during the procedure and the procedure was completed without any incident. The event occurred after the pci procedure was completed. The event was not device related and is a known risk of pci procedures. The device functioned as it was intended to and there was no problem with the device or the way it was used.

Event description:
After successful pci procedure patient complained of difficult speech and paresthesia on the left side of the face and tongue with decreased strength of right arm and vertigo. In brain CT on 5.08 there were no fresh focal lesion, only periventricular leucoaraiosis. On angio-CT probably old left common carotid occlusion which was not known previously. The site states that the event was not device related.